Event description:
Found during daily testing, the customer reported that the device would not operate on ac power.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.